Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after an interventional coiling procedure using an 8f sheath. Reportedly, when the suture was being advanced with the suture trimmer, the suture broke. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿when the suture was being advanced with the suture trimmer, the suture broke¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment and the entire suture was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.